Event description:
During halo placement two of the four pins became lodged and very difficult to remove from the rings. After removal, upon inspection it was visible that the pin threads and rings had cold welded. Two new pins placed without incident.

Event description:
Add'l info rec'd from MFR 9/9/04: MFR is currently in the process of gathering the info required and will respond as soon as the info is available.

Event description:
Add'l info rec'd form MFR 9/30/04: previous submitted report: not reported.